Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) visited the site and inspected the system, finding that there was no led indicator light on the power distribution unit (pdu) and no power output. The philips engineer replaced the faulty pdu. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.

Manufacturer narrative:
Philips has investigated this complaint. A field service engineer (fse) visited the site and inspected the system, finding that there was no led indicator light on the power distribution unit (pdu) and no power output. The philips engineer replaced the faulty pdu. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome. The reporting address line 1 has been updated.

Event description:
It was reported to philips that the system could not be powered on. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.